Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 495 mg/dl at the time of incident. The customer¿s current blood glucose value was 495 mg/dl. The customer was reported that the insulin pump was on auto mode. Based on customer report customer did not allege the insulin pump was under delivering. The customer was also reported other blood glucose value such as 496 mg/dl. The customer was treated for high blood glucose with manual. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was reported that the infusion set cannula was bent of the infusion set. The insulin pump will not be returned for analysis.